Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were subjected to an underfill and tube push off test. All samples passed the test with no defects being observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode , tube push-off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found with the tube pushing off the end of the needle during use. No patient impact was reported. The following has been provided by the initial reporter: stage: during the blood drawing process. Defect: complaints from the 2nd, 3rd, 4th and 6th floors of the outpatient blood collection room. The rubber stopper of the vacuum blood collection tube pops out against the needle. Quantity: (B)(4) pieces.

Manufacturer narrative:
E.1. Initial reporter phone#: (B)(6). H.3. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found with the tube pushing off the end of the needle during use. No patient impact was reported. The following has been provided by the initial reporter: stage: during the blood drawing process defect: complaints from the 2nd, 3rd, 4th and 6th floors of the outpatient blood collection room. The rubber stopper of the vacuum blood collection tube pops out against the needle. Quantity: (B)(4) pieces.